Event description:
While the unit was being placed on a pt a routine check was performed and the unit took a long time to activate the autofill. The pt was switched to another unit and therapy was continued. No pt injury was reported.